Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing. The customer reported a blood glucose (bg) level of 65 (mg/dl). Glucose tablets were consumed to address bg level. The tubing was then disconnected and insulin was not observed exiting the cartridge pigtail. The pump supplies were changed and insulin still was not observed exiting the tubing. The o-ring was still on the pump preventing the cartridge from sitting properly onto the pump. The o-ring was removed and the load sequence completed. The customer then observed insulin exiting the tubing.